Event description:
It was reported by the sales rep in japan that after an osteosynthesis for tibia surgical procedure on (B)(6) 2024 a postoperative x-ray showed that the gii qa+ #2 eth cp-2 *ea device anchor came off from the bone. Usually, after an anchor is driven in, a lid is slid off and the sutures are disconnected. According to the surgeon, the lid was stiff and it took a long time to slide it off, and the anchor may have loosened while breaking the lid because it did not come off. The x-ray showed that there were no broken pieces in the body. The surgery was completed successfully in thirty minutes. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. : the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. Since the complaint device was discarded, we cannot determine a root cause for the reported failure. If additional information or the device is received in the future, we will reopen the complaint and perform the investigation as appropriate. Given that no lot number was provided, a manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history review ==> given that no lot number was provided, a manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed. The lot number is unknown. UDI: (B)(4).